Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).

Event description:
The customer contact reported air in the tubing distal to the device with no device alarm. At an unspecified time, the device was programmed to deliver vancomycin 1200mg, with a vtbi (volume to be infused) of 250ml and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the device alarmed for end of infusion. At that time, the nurse reprogrammed the device to deliver an additional 50ml vtbi and the delivery was started. After an unspecified length of time, the device alarm for end of infusion. The nurse reported that there was air in the tubing set within 6 inches of the patient. No device alarm was reported that indicated 296ml had been delivered. No air was reported to have been delivered to the pt. The device was removed from clinical service. There were no reported adverse pt effects, and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided including if the therapy was resumed using a replaced device.

Manufacturer narrative:
The issue of failure to alarm for air in line was evaluated under a formal investigation. (B)(4).  Several corrective actions had been identified.  A clinical bulletin was issued to notify customers to use air elimination filters and not to over program the volume to be infused in the device.  Secondly, an urgent device recall was issued notifying customers on air mitigations, product information on the use of air elimination filters, priming the filter tubing sets, filter size use with blood tubing sets, and medications that cannot be filtered.  Thirdly, the symbiq system operating manual was updated that was completed 06/30/2010.  Fourthly, the training materials for clinical users based on the changes to the system operating manual were updated.  Next, the production of macrobore and remedial microbore tubing sets were accelerated to meet customer demand and hospira is currently in the process of conducting the recall to replace the customers affected tubing sets.